Event description:
Compliant ID: (B)(4). A clinical study (B)(6) reported that after a surgery a patient experience posterior capsular opacification (right eye). Surgical date: (B)(6) 2022. Event start: july 26, 2022. Event end: july 26, 2022. Measures taken: non-medication treatment. Ae outcome: resolved. Phacoemulsification and intraocular lens implantation + pars plana vitrectomy + intravitreal injection + retinal laser photocoagulation + internal tamponade for retinal detachment repair (right eye).

Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.